Event description:
Angled driver broke. Metal shaving from the instrument came off of the driver while reaming glenoid and fell into pt extending the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.